Manufacturer narrative:
The customer contacted a customer service center (ccc) specialist. The customer stated their quality control was in at the time of the event. A siemens headquarters support center (hsc) reviewed the event. Hsc stated that not all samples had discordant results, ruling out an assay issue. Hsc was not able to duplicate the event. The cause of the discordant, falsely depressed thyroid stimulating hormone result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed thyroid stimulating hormone result was obtained on a patient sample on an advia centaur xpt instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on the same advia centaur xpt instrument twice, resulting higher. The second repeat result was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed thyroid stimulating hormone result.